Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR number 1225714-2014-00747.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products. Associated MDR#s: 1225714-2014-00747 and 1225714-2014-00748. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received alleges that the event was sudden in nature.